Event description:
According to the reporter, "dr. (B)(6) had a problem with the last surgery. A thread loosened and the needle fell into the humeral bone. He had to bring the fluoroscopy to the operating room to find it in the patient."

Manufacturer narrative:
The device was not returned. Production records were reviewed. There were no non conformities noted with the lot during production. All finished goods testing requirements were met prior to release including needle attachment and tensile strength. There was no evidence that the device failed to meet specifications and the report could not be substantiated. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employeees that riverpoint medical or its employees has cause or contributed to the event described in the report. Riverpoint medical filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by FDA.